Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose was 134, 191, and 217mg/dl within 10 minutes, with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.